Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system was experiencing a period of transient optical instability. Customer care recommended that the user re-link the sensor to allow the system to re-initialize and converge faster. Post relink, the calibrations entered during initialization phase fit sg trends well, with occasional differences due to lag between sg and bg inherent to the sensing technology. User was advised to continue using the system and they were informed that they will see improvement once the system stabilizes. Per dms review, the user was using the system with up-to-date information.

Event description:
On march 18th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.